Manufacturer narrative:
D9: product received date 9/16/2024. H3: one device was returned for analysis. Review of the event history log (ehl) showed an upstream occlusion alarm. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the upstream occlusion sensor was replaced as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an upstream occlusion alarm. Per reporter, the product fault occurred during testing. There was no patient involvement.